Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that post implantation, the patient experienced pain, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress incontinence and pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and uterine prolapse.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and hematuria.